Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2020 a command module did not alarm for sp02 and a patient died.

Manufacturer narrative:
The investigations concluded that there was no device malfunction. The patient¿s historical data was reviewed and found that the receiver generated several high priority alarms in response to an episode of low spo2 and bradycardia that transitioned to asystole. The device passed all tests and functioned as intended and remains at the hospital, in use. This report is considered final and the issue closed. H3 other text: placeholder.